Event description:
It was reported that the customer has received a motor error alarm on the insulin pump. Customer's blood glucose level was 293 mg/dl. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and cracked reservoir tube lip.